Manufacturer narrative:
(B)(4). This complaint is being made void as confirmation was received from the customer that this is the same event reported as 3011137372-2017-00205 (B)(4). Please document for your records.

Event description:
The device failed to work from the bag. The patient was in cardiac arrest. Other interventions had to be used. The patient is deceased.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device failed to work from the bag. The patient was in cardiac arrest. Other interventions had to be used. The patient is deceased.